Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented to the hospital a day after receiving a shock and was found in persistent ventricular fibrillation for twelve hours. The patient had a headache when arriving at the hospital. The defibrillation therapy failed to convert the rhythm with any of the device shocking programming options. The patient was finally restored with external defibrillation. The patient is waiting on a heart transplant and is being supported by a left ventricular assist device. The device is functioning normally. The patient is still recovering and being monitored by the patients home institution. No further information is available.